Event description:
Boston scientific received information that the left ventricular (lv) lead had dislodged. The lead was explanted and out of service. A new lead was implanted in the patient. No additional adverse patient effects were reported. Additional information from the field representative indicated that the lead was in the hospital's possession so the field representative may not be able to get the lead back.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.